Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: synergy ous mr 3.00 x 28 mm stent delivery system was returned for analysis, a visual examination of the stent found stent damage. Stent struts in the distal region of the stent were noted to be lifted and bunched proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09mar2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. A 3.00x28mm synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device was failed to cross the lesion even after trying to advance multiple times. The procedure was completed with a different device. No patient complications were reported and that patient status was stable. However, returned device analysis revealed stent damaged.